Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery. A 4.0x16mm graftmaster covered stent was implanted however it failed to seal the perforation. A second graftmaster was implanted to completely seal the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.